Manufacturer narrative:
We are awaiting device return. If the device is returned, a f/u report will be submitted with our investigation results.

Event description:
It was reported during an atrial fibrillation ablation procedure, while ablating the right inferior pulmonary vein, the pt's blood pressure decreased. The physician reported the catheter was difficult to maneuver in the left atrium. An echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and the pt stabilized. No abnormalities were noted with the catheter following removal from the pt.